Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported three tampons had strings that pulled out during removal leaving the tampons inside. She was able to manually remove the tampons with no medical assistance. Multiple attempts have been made to obtain further information, however no further information has been received.